Event description:
Plaintiff, alleges numerous injuries from latex sensitization, including but not limited to, the following: respiratory problems, including anaphylactic reactions, and related mental and emotional distress, of a permanent and continuing and life-threatening nature. Plaintiff further alleges substantial loss of earnings and earning capacity. Plaintiff's husband alleges suffering loss of affection, society, company, support, consortium, companionship, comfort and protection and suffered serious emotional distress.